Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
On an unspecified date, leakage of an unspecified liquid/infusate (and a connection error) were reported with a chemosafelock connecter. There was no report of any human harm.